Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer experienced dull scissors while using the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The blades did not appear to have any indentations. Instrument passed cutting test. Additional observation not reported by site was banana plug damage. The banana plug was found to be bent upwards. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was pad printing removed. The area of the pad printing removed was approximately 0.4265 x 0.181. Failure analysis concluded that damage was likely due to improper cleaning. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removed found during failure analysis if to reoccur could cause or contribute to an adverse event.